Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was undergoing a magnetic resonance imaging (MRI) procedure when the device started to feel hot. There was bruising and redness over the site after the MRI. The procedure was stopped early due to patient complaints. The device is still in use. No patient complications have been reported as a result of this event.